Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during closure of a pfa procedure a farawave catheter and faradrive steerable sheath was selected for use. The faradrive was inserted into the body, and back flow confirmation was performed. The farawave was inserted into the sheath. It was confirmed that the air was removed by flushing. No air was observed within the sheath as well. It was then inserted into the body. Pfa was performed. It was inside the left atrium for about 15 minutes. 38 applications were delivered. The farawave was removed from the faradrive. It was pulled very slowly, and it was checked to see if air got in from the sheath valve. When the removal was completed, air could be seen being drawn from the patient side to the handle side. The air could be clearly seen being drawn from the patient side, not from the sheath valve. It was thought that the air was possibly being drawn due to the negative pressure applied to the farawave from either the guidewire lumen or the flush lumen, and it was unclear where the air was coming from. The procedure was completed successfully without patient complications. The device is expected to be returned.